Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint. The instrument was found to have damage to the conductor wire¿s insulation. The insulation did not exhibit thermal damage. A piece of the insulation 0.015¿ in length was lifted, no pieces were missing. The conductor wire was exposed, however no wires were damaged. An electrical continuity test was performed and the instrument passed. The root cause of the damaged conductor insulation is attributed to user mishandling/misuse, commonly caused by collision with another instrument or sharp object. An additional observation not reported by the site and not related to the reported complaint was identified. The instrument was found to have thermal damage on the bipolar yaw pulley. The yaw pulley showed signs of charring and localized melting the base and on the exterior of the grips. The thermal damage to the yaw pulley was unrelated to the insulation damage observed. The root cause for this failure is attributed to user mishandling/misuse, commonly caused by collision with another energized instrument. A review of the device logs for the fenestrated bipolar forceps (part# 470205-17 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2021 via system serial# (B)(4). There were 8 uses remaining after this last usage. A review of the site's complaint history revealed no other complaints related to this instrument. No image or procedure video was provided for review. This complaint is reportable due to the following: it was alleged that the instrument had conductor wire damage during a procedure, with no evidence or claim of user mishandling or misuse. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that the fenestrated bipolar forceps was found to have a broken cable. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.